Event description:
It was reported the patient is without stimulation and the last successful recharge was 3 months ago. Subsequently, the external devices would not establish communication with the ipg. As a result, surgical intervention was undertaken, explanting and replacing the ipg with a new model. Postoperatively, stimulation was restored in addition to adequate coverage. The issue is resolved.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.